Event description:
The device was used during an unknown procedure. Reportedly, two needles broke while passing the tissue and fell into the cavity. The needles were retrieved. No patient injury was reported. Another device was used to finish the procedure.